Event description:
Customer rode scooter through a washed out gully in backyard. Broke leg in 5 places and had a steel rod inserted. Required hosp stay for injuries. User error - no malfunction of unit. Instructed customer on proper use of unit.